Event description:
Per rep, during the procedure, after the dilatation, the balloon was being deflated when it unraveled and slipped off the catheter. It landed in the distal end of the pt's esophagas (z line). The balloon was retrieved with a forcep. The procedure had been completed.